Event description:
It was reported to philips that the azurion device would not expose. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and found there was not enough oil in the system. This was refilled, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there was low load of fluoro flavo. Upon inspection, fse determined that oil pipe joint was loose and there was oil leakage. The fse disassembled the housing and added oil. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.